Event description:
Olympus was informed that during a therapeutic endoscopic resection of colon procedure, at approx 25 mins toward the beginning of the procedure, the xenon lamp exploded and the spare lamp was activated which enabled the users to withdraw the subject device from the pt safely. The spare lamp reportedly powered-off at approx 2 mins after being activated. There was reportedly no pt injury and the intended procedure was said to have been completed. However, the pt was said to have been rescheduled for other procedures.

Manufacturer narrative:
Olympus followed-up with the user facility to gather additional info regarding this report. The user facility reported that intended procedure was completed with an olympus exera 160 tower system. The user facility also reported that they had replaced the main lamp and that after this the unit operated appropriately. There was no report of any device fragments associated with this event. The device referenced in this report was returned to olympus mexico for evaluation. The evaluation found the device functioning appropriately.